Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2026 brand name tbd; product ID 3708140 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2008; explant date (B)(6) 2026 brand name ; product ID 3708260 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2008; explant date (B)(6) 2026 brand name tbd; product ID 3708140 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2008; explant date (B)(6) 2026 brand name on-point; product ID 3987a (lot: n088746); product type: 0200-lead; implant date (B)(6) 2008; explant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that the leads/extensions were explanted. No additional information was provided.

Manufacturer narrative:
B3 date of event is approximate. Month and year of the event were confirmed to be valid. Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2026 product type extension product ID 3708260 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2026 product type extension product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2026 product type extension product ID 3987a lot# n088746 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports the pt initially reported the issue to them. Rep reports the leads were placed in the right arm, got infected and needed to be removed. Rep reports the pt had a "hot" feeling in their bicep. Rep reports the entire right arm system was removed and this resolved the issue.